Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. The patient experienced inaccurate cgm values. The event occurred an unknown number of days after sensor insertion in the arm. The patient stated that she was a diabetic and also had a pre-existing medical condition (epilepsy). She had two seizures which resulted in two hospitalizations recently, the first one was attributable to the cgm, and the second was due to her epilepsy and was not due to cgm use. Her symptoms when she is low include lightheadedness, shakiness, and feeling like she would pass out. For the first seizure in late june, captured in this report stated that her bg dropped low, and she had a seizure. There were no other specific symptoms reported and no specific alarms, alerts, cgm or bg finger stick values were reported for the entire event. She was transported to the hospital and admitted for treatment of the seizure and low bg level. The hospital staff removed the sensor. After unspecified treatment, her condition stabilized, and she returned home. The hospital stay was greater than 24 hours. At the time of the initial report on july 5, 2023, she felt better and her bg finger stick value that morning was stable (83 mg/dl). Due diligence attempts to contact the reporter for more information were attempted but not successful. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.